Event description:
It was reported by a neurologist through a company representative that a vns pt had passed away. The neurologist did not have the exact decease date but his office was informed by the pt's father that the pt died from sudep. At the moment good faith attempts to obtain additional information have been unsuccessful to date.